Event description:
A caregiver called regarding a low drain volume alarm and indicated that the drain solution was cloudy. During a follow up call on (B)(6) 2010, the facility nurse stated that the home patient was hospitalized with peritonitis. The date of the peritonitis was (B)(6) 2010 and the patient was hospitalized from (B)(6) 2010 to (B)(6) 2010 with a diagnosis of bacterial peritonitis. The effluent was cultured and the organism identified was (B)(6) negative. The patient was treated with unknown antibiotics intraperitoneal (ip) during the hospitalization. The patient was discharged from the hospital on (B)(6) 2010 on ip antibiotics. The nurse indicated the peritonitis was unrelated to the solutions or devices. Reportedly, the cause of the peritonitis was a result of the patient not wearing a mask, issues with supplies, and a new pet. The patient has recovered from the peritonitis. Retraining was performed and the patient has been retrained repeatedly without success. Pd therapy continues.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed.

Event description:
This is a report from baxter australia of a lower clearlink port that was unable to flush or run fluid and leaking back through the line. The reported condition occurred during priming. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.